Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was alleged that the infusion device was delivering an inaccurate amount of insulin. The patient experienced elevated blood glucose levels and faced symptoms of vomiting and then she fainted. She was taken to the hospital due to unconsciousness. Patient was diagnosed with ketoacidosis and was hospitalized from (B)(6) 2017. While hospitalized, patient obtained insulin via drip and a syringe; types and dosages were not provided. The infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
The pump correctly triggered the device errors and went into stop mode. The customer did not resolve the errors nor set the pump back into run mode.